Event description:
Sales rep noticed sterility of outer package compromised. No pt involvement.

Manufacturer narrative:
Sample returned to MFR, but investigation is still on-going. DHR investigation did not show issues related to complaint.